Manufacturer narrative:
The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including bench handling, ECG acquisitions and defib cycling without duplicating the report. The defib receptacle was replaced as a precaution. The device was recertified and returned to the customer. A new multi-function cable was returned with the device. It was recommended to the customer, to discard the multi-function cable used during the event as a precaution. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "ECG monitoring failure" error message. Complainant indicated that there was no patient involvement in the reported malfunction.